Event description:
It was reported that following a left eye (os) cataract plus trabecular microbypass stent system procedure, the patient presented approximately two (2) to three (3) months postop with anterior chamber inflammation described as "rapidly worsening", and was suspected to be due to attenuated bacterial infection. Per report, an anterior chamber irrigation was performed, which temporarily improved the condition. However, approximately one (1) month later, the inflammation recurred, possibly due to residual bacteria around the stent or an allergic reaction. Reportedly, the surgeon decided to remove the stent. The report noted that a culture test of the aqueous humor during irrigation was "negative". The report also noted that the surgeon suspects infection or uveitis rather than allergy due to "many cells inside the eye", and that the patient previously underwent stent implantation in the right eye (od) with no reported issues. Additional information has been requested.

Manufacturer narrative:
Additional information: b3, d6(a): estimated date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore a complaint history review could not be completed. A review of the device labeling was completed. Uveitis and eye infection are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (uveitis and eye infection) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, the patient stabilized after stent removal, however the inflammation recurred when the steroid eye drops were discontinued. Additionally per report, the surgeon believes that the uveitis may have been triggered by the stent implantation.